Event description:
It was reported via phone call that the insulin pump has been alarming no delivery during prime for the last 2 to 3 days. The customer had changed the infusion set and reservoir and alarm is recurring. Customer had the issue with total of 2 reservoirs and 5 infusion sets. It was stated that the customer did not prime the tubing and had to deliver multiple boluses to fill the tubing. It was mentioned that the customer had the infusion set pulled out by her dog. Blood glucose value was 12 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.